Event description:
It was reported that cefiderocol (fetroja), an antibiotic, IV piggyback (secondary infusion) was set to infuse at "around 0000." When the hospital staff came back to check on the patient at around 0500, the nurse reportedly noticed that the medication did not infuse at all as the pump module was "turned off". The nurse attempted to restart the medication, but the device reportedly kept alarming air-in-line. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that cefiderocol (fetroja), an antibiotic, IV piggyback (secondary infusion) was set to infuse at "around 0000." When the hospital staff came back to check on the patient at around 0500, the nurse reportedly noticed that the medication did not infuse at all as the pump module was "turned off". The nurse attempted to restart the medication, but the device reportedly kept alarming air-in-line. There was patient involvement but no harm.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint that device had an unexpected pump shutdown and kept alarming air-in-line was not reproduced or confirmed through laboratory testing. ¿ laboratory testing showed the pump module was delivering fluids within specifications. No unregulated flow was replicated when the set was inserted for testing. ¿ review of the pcu error log showed no errors were recorded on the reported event date. ¿ review of the pcu event log showed that on 01 august 2024 at 9:44 pm was programmed a normal saline as primary volume infusion at a rate of 5ml/h (vtbi = 200ml) and the pump module was programmed guardrail infusion of an IV drug (cefiderocol) as secondary volume infusion at a rate = 41ml/h, drug amount = 2000mg, diluent volume = 123ml and concentration = 16.2602mg/ml. ¿ at 9:45 pm, the pump module alarmed infusion occluded patient side and the user programmed the same secondary infusion and pump was infusing. ¿ between 10:11 pm and 10:13 pm the user presses key pump pause and key unit channel off. ¿ on 02 august at 12:48 am a secondary infusion was completed secondary volume infused (svi) = 123.008ml/h. ¿ a new guardrail infusion of an IV drug (cefiderocol) was programmed at 5:43 am at a rate of 41ml/h (vtbi = 123ml), drug amount = 2000mg, diluent volume = 123ml and concentration = 16.2602mg/ml. ¿ between 10:07 am and 10:21 am infusion program started and pump alarmed infusion air in line. ¿ at 10:22 am key unit channel off and total volume infused of IV drug (cefiderocol) was recorded as = 186.579ml, and the pump module was removed. ¿ there was no evidence from the review of the log or during laboratory testing that the incident pump module was turning off unexpectedly. ¿ inspection and testing of the incident administration set could not be performed since the set was not returned for investigation. ¿ it is not known if any of the following conditions may have existed at the time of the reported incident: per products labeling, tip sheet ¿air-in-line alarms¿ it is indicating tips to deduce ail alarms: ¿ do not stretch the tubing (especially the pump segment un the blue sheath) when removing IV tubing from the package and inserting it into the bd alaris pump module. ¿ close the roller clamp on the tubing set. ¿ squeeze the drip chamber gently and fill it two-thirds full. ¿ slowly prime the tubing (this is necessary to help prevent turbulence). ¿ according to the alaris system user manual (v12.3.1), it is indicating that: ¿ secondary applications require the use of the check valve or clamp on the primary IV line to prevent backflow of secondary medication into the primary line. ¿ the secondary infusion set must be primed prior to beginning the secondary infusion. ¿ the secondary solution container must be higher that the primary solution container. ¿ the top of the fluid container should never be lower than the y-site port to reduce the risk of air entering the primary set. ¿ inspection and testing of the incident administration set could not be performed since the set was not returned for investigation. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the suspect pump module s/n (B)(6) has been opened for investigation. Please re-torque all screws. Repair center should follow their normal processing procedures for the device, checking for any incidental issues prior to returning it to the customer. Designated complaint handling unit (dchu) will not over the costs associated with any incidental findings or components that have been physically abused. Root cause: the root cause of the reported device had an unexpected pump shutdown and kept alarming air-in-line was not determined or replicated. Review of the returned device logs confirmed that the device was powered off by user.

Event description:
It was reported that cefiderocol (fetroja), an antibiotic, IV piggyback (secondary infusion) was set to infuse at "around 0000." When the hospital staff came back to check on the patient at around 0500, the nurse reportedly noticed that the medication did not infuse at all as the pump module was "turned off". The nurse attempted to restart the medication, but the device reportedly kept alarming air-in-line. There was patient involvement but no harm.

Manufacturer narrative:
Omit : a25 - no apparent adverse event (3189), g07001 - part/component/sub-assembly term not applicable, c19 - no device problem found, d14 - no problem detected additional information: imdrf annex a, c, d, g codes. And manufacturer narrative. Note that imdrf annex a0404, g0301201, c070606, d02 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.